Event description:
The customer's mother reported that the reservoir leaked insulin. The customer's mother stated that they did not have the reservoir that leaked anymore. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.